Event description:
A 2.5 mm diameter x 30 mm length endeavor drug-eluting coronary stent delivery system was successfully implanted in an unk lesion. Implant info is unk. It was reported that the pt expired approx 42 months post stent implant. The pt was taken emergently to the hospital in full cardiopulmonary arrest and pronounced dead at the hospital. An autopsy has not been performed. No add'l info has been received. Investigator assessment stated that there was no relation between the event, study device, procedure, and the event.

Manufacturer narrative:
Eval results: (death, mi).